Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex epidural minipack catheter was inserted into a patient. Upon readjustment, the catheter snapped. Subsequently, the patient had to be reinserted with another catheter at a different site. The location of the broken catheter could not be identified via x-ray and CT imaging. No additional adverse patient effects were reported.